Manufacturer narrative:
Insulin pump was unable to prime during the prime test, due to protruded and loose drive support disk. No prime alarm. Insulin pump received with minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported a prime alarm. The blood glucose reading is 146 mg/dl. Insulin was squirting out during the manual prime process. The unit was not dropped or bumped. The drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.